Event description:
It was reported that the patient experienced occlusion due to bent cannula event on (B)(6) 2026. The insertion site was on upper buttocks. Due to the event, the patient experienced high blood glucose measuring 29 mmol/l and was treated with bolus via pump. The blockage is at the site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.